Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last 3 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient is doing well postoperatively. Old ipg explanted and disposed of per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last 3 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient is doing well postoperatively. Old ipg explanted and disposed of per hospital policy.